Manufacturer narrative:
Device evaluation: a medtronic representative inquired with the site to test the equipment. Medtronic received information from the site that they had checked the system and could not identify any off the issues that had been reported. They had completed 2 cases since the reported incident with no issues observed and it was not necessary to go to site to service the system. No replacement components were needed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system failed to expose. When the gantry was opened there was a burning smell, and a screeching noise when reversing. The system was restarted and the issues no longer occurred.